Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittently there was a delayed response with the pump wake button. Customer had to use more pressure to press the button for it to respond. Customer's blood glucose was 94 mg/dl. Customer resumed pump therapy.